Manufacturer narrative:
Evaluation of the returned pod pc pusher assembly revealed a fracture near its proximal end and kinks throughout its length. Based on the complaint, this damage was likely incidental to the complaint and may have occurred during packaging for the device return. If the pusher assembly fractures, the pull wire will retract from the pusher assembly ddt and the embolization coil will detach from the pusher assembly. The detached embolization coil was not returned for evaluation. Based on the returned condition, the root cause of the pod pc inability to advance out of the introducer sheath could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the pod pc inability to advance out of the introducer sheath.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the heart vessels using pod packing coils (pod pc) and a non-penumbra microcatheter. During the procedure, a pod pc would not advance out of its introducer sheath. Therefore, the pod pc was removed. The procedure was completed using a new pod pc. There was no report of an adverse effect to the patient.